Event description:
Nut for the height adjustment knob on the vs legrest detached which allowed the kneeblock to slide down. The client did not fall out of the chair but slumped down rapidly which caused her some pain.

Manufacturer narrative:
The height adjustment of this component is set with two devices. One is a bolt that has multiple holes it can go into, this is what should set the height. The other is a knob that screws into a weld nut to tighten the assembly and keep it from rattling. The height on this chair was only adjusted using the tightening bolt so the assembly was several inches above the adjustment bolt that should have been used. If the adjustment bolt had been in the correct hole the assembly would not have been able to slip down.